Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged catheter leak was found during imaging. It was reported that the nurse was able to obtain a blood return with the patient's arm lowered. There was no reported patient injury.

Manufacturer narrative:
Additional information was received by the international business center (ibc), the associated files were updated. The investigation summary below was changed. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that an alleged subcutaneous catheter leak was found during imaging. It was reported that the nurse was able to obtain a blood return with the patient's arm lowered. The catheter was implanted in the subclavian vein. The leak was found as contrast medium was being infused through the patients port. The leak was noted to be around the puncture site of the huber needle. There was no reported patient injury.